Manufacturer narrative:
(B)(4).

Event description:
It was reported during definitive implant, the physician loosened the setscrew in the setscrew connector to remove the lead cap, but while removing the lead cap, the lead contact 3 twisted. After removal of the lead cap, the lead contact 3 appeared visibly damaged and the damage prevented the physician from inserting the lead proximal end into extension's distal end connector. It was noted there was no injury. It was indicated that in order to be able to insert lead into extension connector, the physician had to cut lead contact 3 and successfully connect the definitive extension to the lead. The pt was well. Additional info was requested and will be provided when it becomes available.